Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd connecta¿ stopcocks connecta plus there was leakage immediately at the injection valve, drug or blood leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: the samples were microscopically inspected and the presence of a crack on the housing component of two of the units was confirmed. Two used samples were leak tested at 43 psi according to test method t400sp. A crack on the two used samples is observed on the housing component that lead to leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7216991. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the mfg process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Process fmea (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined.